Event description:
The duett sealing device was deployed following a diagnostic procedure (5f sheath) in the right common femoral artery. Nitroglycerin was given prior to sealing. The groin site was ecchymotic at the time of duett sealing. The pt was receiving oral anti-platelet medications, asa and plavix. Hemostasis was achieved in 2 min post-deployment, but a quarter sized "firmness" was noted. Additional compression was applied to the site for 2 min with no change to the groin. A pressure dressing was applied. The pt was discharged 4 hours later with no further problems. At home, in the night following the procedure, the pt reported that they coughed, resulting in a sharp pain at the right groin site. The site "swelled, got hard and was painful." The pt was taken to the ER. Pressure was held to the groin site and it became soft. An ultrasound revealed a pseudoaneurysm, which was treated with thrombin injection. The pt was discharged with no further complications.